Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially torn. The tissue pad of the subject device was partially broken off. A part of tissue pad was returned to omsc. The returned part of tissue pad was correspond with the part of torn tissue pad. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was torn and partially broke off since the user continued to activate output without grasping tissue (including after the tissue already cut). It was known that the part of the tissue pad was broken off when the tissue pad was subjected to a load. The above device handling has warned in the instruction manual as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting, or vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
During a thyroidectomy, the subject device was used. It was reported that the tissue pad of the subject device torn in string shape. The intended procedure was completed with another device. There was no patient injury reported. On may 13, 2019, olympus medical systems corp. (Omsc) found that a part of the tissue pad was torn and broke off. This is the report regarding the breakage of a part of the tissue pad.